Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button was unresponsive during training, with the device powering on only while connected to the charger and providing no vibration or response when the top button was pressed, consistent with a device operational failure involving the user interface control. Symptoms included no alerts or alarms. Outcomes included a device replacement and user education. Investigation included review of user-provided video and troubleshooting. Investigation of this device was confirmed and revealed a failure of the sleep/wake control that prevented normal operation, consistent with a user interface hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the button mechanism.